Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg was not working and the patient was experiencing discomfort from the ipg placement. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the revision was to be an ipg upgrade and that no malfunction was suspected. There is no further course of action at this time.

Event description:
A report was received that the patient's ipg was not working and the patient was experiencing discomfort from the ipg placement. The patient will undergo a revision procedure wherein the ipg will be replaced.